Event description:
Per medwatch: "rn entered pt room, checked patient-controlled analgesia and discovered patient-controlled analgesia was reading bolus, immediately stopped patient-controlled analgesia. Asked pt if pt touched anything. Pt stated yes, pressed some numbers and enter. Patient-controlled analgesia history read boluses given at 2317, 2327, 2351, 0003, 0058, and 0109. Physician and poison control notified. Pt transfered to intensive care unit per physician." (Reporter submitted voluntary medwatch to baxter healthcare).